Event description:
A report was received that a pt may have damaged her ipg due to falling multiple times. The pt has been experiencing difficulty with her stimulation and has pain across her back where the ipg is located. The pt reported that she has to take morphine and has had to go to the ER in the past two months for pain medication.

Manufacturer narrative:
The physician has determined that the ipg site looks fine and has decided not to take further action. This is the final report.